Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the device. A technical support specialist (tss) dialed into both the station and the server to verify the username rph and initially found that the username did not exist in the pyxis database. Tss contacted the user to confirm whether the provided username belonged to them, and the user confirmed it did not. The user was informed that the specified username was not present on the pyxis database server and that a user account would need to be created to enable login access to the station. Tss then reconnected to the server and confirmed that a test pharmacist account with the username rph was now present on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to log in for testing but was prompted to create an account and received an unable to authenticate error message. There were no adverse events or injuries reported based on this event.